Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (2000 mcg/ml at 374.4 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump had been stalled. The healthcare provider (hcp) stated that multiple xrays were done. The hcp was unsure if they had a magnetic resonance imaginary  (MRI) or not. Additional information stated the logs showed 99 pump 1092 hours 15 mins no MRI . (B)(6) 2022 xray 100 motor.   6ml 7ml. The hcp stated the pump motor stall had recovered the same date and time. The pump was interrogated today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2additional information received reported that the cause of the event was determined. Emi caused stall. Pump was still on, clinical picture unchanged , expected amount in pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices have been returned, but analysis has not yet been completed. A follow up report will be sent once results are made available. Concomitant medical products: product ID: 8709sc, serial#: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Reported, that the patient's entire system was explanted. The first motor stall occurred, on (B)(6) 2022 at 2:36 pm and it recovered at 3:30 pm the same day. It stalled again the next day (B)(6) 2022 at 2:00 pm and recovered on (B)(6) 2022 as mentioned previously.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 ubd: 2012-03-17 UDI#: (B)(4) product type catheter. H3. Analysis of the pump revealed no anomaly. Analysis of the catheter (serial number (B)(6)) revealed coring/tear/cuts in the cup of the sutureless connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.